Event description:
It was reported that the device patient alerts sounded but no alert events were recorded in the device alert events log and battery voltage at 3.16 volts. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.